Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 9 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed right patella implant and polyethylene insert polyethylene insert was removed which showed excessive wear. The patella everted, showed extensive wear. The patient was brought to recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: (B)(6) 200-03-32 - one peg patella 32mm, (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6) 02-010-03-0330 - logic cr femoral cem, right, sz 3, (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. Pending investigation.